Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, appropriate sensing, threshold measurements and pacing impedance measurements were observed. However, upon connection of the lead to the device header, noise that was consistent with 60 cycle noise was observed. The ra lead was then connected to the right ventricular (rv) port of the device header and noise was still observed. It was noted that the patient had a neuro stimulator and the physician suspected the noise to be related to the stimulator. The rv lead was then connected to the ra and rv port of the device header and no noise was observed. The lead was repositioned and again connected to the device header. Noise continued to be observed. Another attempt was made to reposition the lead, however, the helix was unable to be retracted after several turns. The lead was removed by rotating the entire lead body and another lead was successfully implanted with no further observed noise. No adverse patient effects were reported.